Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that sometimes it hurt to push down the buttons and that other times the buttons would not push at all. The customer's blood glucose was 134 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised customer to monitor the insulin pump and revert to a back-up plan if needed. Advised that a replacement insulin pump would be sent. Nothing further reported.